Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the data file from the event was received. Review of the data file showed messages indicating a loss of ECG signal. However, without receipt of the device, cable, and adapter a root cause cannot be established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a multifunction cable and CPR adapter were provided. The reported malfunction was not replicated. The multifunction cable and CPR adaptor were put through extensive testing including functional testing using a test device without duplicating a malfunction. Continuity testing and visual inspection found no discrepancies. The multifunction cable and CPR adaptor were scrapped. Review of the data log identified typical user advisories related to loss of the ECG signal. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.